Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise reversion and episodes of oversensing with pacemaker inhibition noted due to noise on the right ventricular (rv) lead. No intervention has been taken at this time and the patient was stable and will continue to be monitored.